Event description:
It was reported that a skin reaction occurred. According to the reporter, on (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, redness, blisters, and severe allergic contact eczema, covering an unknown part of the skin. The reporter described the reaction as a severe allergic contact dermatitis. The first time the symptoms of contact dermatitis appeared were after 6 months of usage. After the sensor was removed, the symptoms worsened. There was no photo provided. There was no treatment documented. There was no documentation of further medical intervention. There was no contact information provided for the reporter, and dexcom technical support is unable to follow up to obtain further details and clarification regarding the incident. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).